Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and "hurt [their] arm due to fall". Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.